Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i5500c-us is available in the USA with 510k number k190805. Evaluation summary: it was caused due to the insufficient connection between the scope connector and the processor socket. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. All merchandise epk-i5500c imagina processor have to be check to ensure they have the latest software. Upon checking the video image of the processor, the endoscope video image freezes after a slight movement on the scope housing connector, causing intermittent signal connection to the video image due to the scope receptacle being misaligned/loose. Description of any actions taken: currently hold in video dept. And system for further evaluation. Product manager has been informed.